Event description:
It was reported that during a lap cholecystectomy procedure, the device created a malformed clip. The clip scissored. The dr did not wish to remove the clip and used electrocautery to control the bleeding. The case was completed with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.